Manufacturer narrative:
This MFR report replaces previously submitted MFR report # 2243072-2024-00607. Additional information was received (medical device catalog #) that changed the medical device manufacturer. Therefore, this report provides the medical device catalog # as well as the correct medical device manufacturer. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. E1. Initial reporter facility name: nanjing lishui district hospital of traditional chinese medicine. H4. Device manufacture date: unknown. Investigation summary: "material #: 364314. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.".

Event description:
It was reported while using a bd preset¿ arterial blood collection syringe, blood leaked from the device. No impact was reported.